Manufacturer narrative:
Additional information: device lot number and UDI number provided. Device manufacturing date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the thoracic probe was returned for evaluation. The reported issue was able to be duplicated. The tip of the returned probe had been twisted. There was a physical damage failure with the returned probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number and UDI number are unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the thoracic probe tip was deformed. There was no patient involvement.